Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found.

Event description:
The implantable cardiac defibrillator was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components. Additional information regarding the cause of death and circumstances surrounding the death have been requested and not yet received.